Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The analyst noted that the lead was returned in two pieces and the distal conductor was distorted within the connector. Style test can not be performed when the distal conductor is distorted. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was placement difficulty and the right atrial (ra) lead dislodged several times. It was noted on the fourth attempt the screw would not advance or retract and the physician was unable to advance the stylet down the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.